Manufacturer narrative:
Conclusion: device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported having intermittencies when using his audio processor (ap) which started on (B)(6) 2021. One morning when he put on the ap was no longer able to hear any sound and he contacted the audiologist for assistance who then alerted the med-el south africa clinical support. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having intermittencies when using his audio processor (ap). One morning when he put on the ap was no longer able to hear any sound and he contacted the audiologist for assistance who then alerted the med-el south africa clinical support.